Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
In a literature study article, the patients undergoing femtosecond laser in situ keratomileusis who had myopic and astigmatic refractive error were included in the study group. The study carried with nineteen patients who underwent the lasik surgery observed that corneal surface sensitivity and ocular surface health are more impaired in patients undergoing lasik surgery and the refractive error were stable. Additionally, the steroids were prescribed after surgery.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. All product and serial number history records are quality reviewed prior to product release, ensuring that all products on the market fulfill the relevant requirements. The current case covers a scientific journal article, that assessed corneal sensitivity and the ocular surface in patients undergoing primary femtosecond laser in situ keratomileusis (fs-lasik) and those undergoing laser in situ keratomileusis retreatment under the same flap due to residual refractive error. The study found that the mean refractive correction as well as the corneal esthesiometry results and the ocular surface disease index (osdi) score differed between the study and control groups differed. The article does neither mention specific patient data or harms nor does it suggest any device related issues. Instead, it compares the outcomes of two different procedure types. In conclusion, the study does not establish a causal relationship between a device-related issue and the incidents. The system is mentioned only in the context of being the laser used for both primary and retreatment procedures, with no adverse refractive performance noted. Not enough information was provided to properly complete an investigation. Therefore, the root cause of this complaint could not be identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.